Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced overheating of the charger which resulted to burn the skin over the ipg site. It was noted that the burn left blisters on the skin. It was unknown if there was medical intervention provided and the burn was yet healed. No further course of action needed.